Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
A nurse reported "line had slow leak on catheter after purple hub. Repaired PICC and then replaced that day." There was no patient harm.